Manufacturer narrative:
The patient reported that she incorrectly programmed a bolus calculation feature of the pump (iob duration). This use error was the likely cause of the subsequent hypoglycemia. The patient continues to use the pump without further report of bg excursions. The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the patient reported that she experienced blood glucose (bg) of 37mg/dl; no symptoms of hypoglycemia were reported. The patient said that she consumed oral carbohydrates and her bg responded to >200mg/dl. The patient claimed that the low bg event was likely due to incorrectly programming the insulin-on-board (iob) feature of the pump on the previous day. The patient stated that she had a written record with iob duration of 4 hours but the duration in the pump was set to 2 hours. She noted that she calculated and delivered a correction bolus 3 hours after a meal bolus, and about 4 hours later she tested her bg at 37mg/dl. Customer technical support (cts) explained how the incorrect iob duration setting would result in a bolus calculation amount that was larger than required. Cts instructed the patient on the rule of 15 for treating low bg and avoiding the rebound elevation. This complaint is being reported because the patient experienced hypoglycemia after setting the iob feature incorrectly and delivering excess insulin.